Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. The revision surgery was completed with no issue or adverse consequences to the patient.

Event description:
Information was received that during an implant procedure the nail was tested with the electronic remote controller (erc) on the back table and it was able to distract. The patient's tissue gap was normal and it was confirmed via fluoroscopy. When testing the nail while the patient is on the table, the nail was able to distract while using the fast distractor max. When testing with the erc the nail does not want to advance at all in continuous fluoro we see the ¿gear box¿ moved but the screw does not advance. Two hours of testing was performed and the surgeon decided to keep the nail in the patient as it was able to start advancing. The surgery was completed with no issue or adverse consequences to the patient. Complaint 2 of 2.